Event description:
It was reported that the patient presented to the hospital with chest pains. The patient's right ventricular (rv) lead had high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture threshold has been measuring high. The last measurement via capture management on (B)(4) 2015 was 3.5v @ 0.4ms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix fully retracted and tissue visible inside the helix. The helix was slightly bent but still measures within specification. (B)(4).